Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the single port (sp) monopolar curve scissors (mcs) instrument had a broken plastic at the tip. The customer reported event has no report of patient injury.